Event description:
Pt underwent right side hernia surgery in 2007. The next day, the pt noticed the pump had some leakage and called the doctor. He informed pt that this was expected. Leaking continued and pt saw doctor two days later. Physician suggested leaving the pump in and using heavy pads to soak up the leakage. The next day, the pt experienced pain around the catheter area so removed the device. Doctor suggested taking pain pills. Pt then noticed skin turning dark pink. Four days later, a large area was red. One day later, the pt went to the ER. Blood tests identified staph aureus. Surgery was performed to clean out the infected area. Pt continues to be treated.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was discarded. Without the actual product or the lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.